Event description:
It was reported that after about 10 hours of use, the patient complained of local itching and discomfort, and found that red rash could be seen on the covered area. The rash disappeared after about 1 day with ketoconazole.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used for treatment. It was reported that 10 hours into treatment, the patient suffered local itching, discomfort and reddening of the skin. As no images were provided of the reported adverse reaction, the failure mode could not be confirmed or assessed further. Images were provided of the product, which confirmed the part and lot numbers. No samples were returned for evaluation. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issues identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past four years. As stated in the IFU for this product, the dressing and catheter site must be periodically monitored to confirm secure attachment. Iv3000 1-hand is spread with a non-irritating non-sensitising adhesive. Medical grade sterile securing strips and a documentation label are also provided with the dressings. Check dressing frequently to assure adhesion of dressing, as a loss of adhesion can occur, potentially resulting in catheter dislodgement and loss of medication flow. This can cause irritation to the skin. We have been unable to identify a root cause on this occasion or confirm a relationship between the event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.